Event description:
Dr. Was using instrument to extract cement and the wood-like handle broke into three pieces exposing the non-sterile instrument to pt. Dr concerned how to remove product. Had to use vice grips.